Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). There were no reported symptoms. Further information was requested but not received.

Event description:
Additional information received reported that the event was discovered in clinic. The implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to over-sensing noise and the ICD also recorded failed shocks delivered. The patient experienced discomfort and an arrythmia. The patient was given a life vest for protection while they await a replacement procedure for the ICD. The patient is currently in stable condition.